Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. The fse called the customer and during the investigation the fse was informed that the customer did not need service because they already troubleshoot the error and cleared the obstruction on the instrument. The instrument is functioning as intended and released. The most probable cause for this event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4153 c. Trans-z home overrun. The customer performed all set home and rebooted the instrument, the error still occurred. The technical support group (tsg) advised the customer to remove the cover and clean the pick up arm. Customer requested service in order to address the reported issue which resulted in delay reporting of results for e2, fsh, lhii, prl, bhcg and prog. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.